Event description:
It was reported that an expired catheter was used during implant procedure. There were no patient consequences noted.

Manufacturer narrative:
Correction: upon review, the catheter should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.